Event description:
Both staplers jaws locked and would not open prompting a third stapler to be opened. Both staplers were removed from the field.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.